Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was told to email or call microport orthopedics as his right knee was replaced and apparently there was a rejection, and the knee has to be re-done. His left knee was done years ago, and a similar issue happened, and that knee was replaced, and the prosthetic was from another company. After calling this other company, they understood and came up with a plan to pay 100% of the knee replacement again and a pain and suffering of (B)(6). Patient agreed and signed off and the knee was re-done and cemented in, and it worked exactly how it was supposed to and has never been an issue again. Patient did this to avoid getting an attorney which he truly did not want to get mixed up in. Patient will be having right knee replaced again to hopefully resolve this issue as he did on his left knee. Patient is writing to try to resolve this on his right knee so that once again he do not have to send this to an attorney. Patient do not know who needs to see this, but he will be getting this done soon and need to know so that he can get this done or do whatever he has to so that he will not be hit with the bills. Patient says the entire year has been a nightmare and the pain is getting worse. Apparently, the piece is moving again after an MRI was done.